Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a sales rep requested product ID for a stem and cup. Limited information suggests that a revision procedure may occur. No further information available.